Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. (B)(4) - the reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy. According to the complainant, during the procedure the clip deployed onto the bleeding site, however it would not release from the delivery catheter. After approximately six minutes of manipulating the handle, the clip successfully released onto the target site. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.